Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established exact root cause but most likely it is due to lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. The exact root cause is included with on-going trending analysis.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logfile shows error 4, tf 401, 316 after start up. The unit software was updated to latest version 6.0.1900.0. Prior to sw update on or about 03-jul-2021, unit triggered 271 & 388 together. Starting on (B)(6) 2021 unit alarmed with 316 & 401 simultaneously and software is updated on 12-jul-2021. The unit continue to alarm w/ 316 and 401, but also cfb logs active for 30 seconds; moog blower restart entry visible on logfiles. No exact root cause has been established but most likely it is due to main electronic is defective. Vyaire medical has initiated warranty replacement for main electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having 401- inspiration valve or device leaky alarm persisted after the installed software version 6.0.1900.0. There was no patient reported associated with this event.